Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint by the customer on the v60 indicating that during preventative maintenance, the device is giving an error code for watchdog test failure after replacing the flow sensor for failed pm flow testing. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed that there is an error code 110b watchdog test failed message in the event log. Reviewed the event log and no other check vent or vent inop codes logged. Date and time stamps all look as expected. The customer removed and inspected the data acquisition (da) to motor controller (mc) cable, reinstalled ensuring good connection at the da pcba, then connecting to the mc pcba. Condition persists. The customer is going to reinstall the original flow sensor assembly. If issue persists, the customer will swap in a da pcba for troubleshooting, then the mc pcba if needed. The rse advised to call and request replacement flow sensor under 90 day parts warranty. Per gfe response, it was confirmed that the flow rate indicated by the analyzer was reading far higher than the specifications for the pvt would allow. It was concluded that the flow sensor assembly needed replacement. The flow sensor assembly was replaced, and the unit began displaying the error code 110b. The recommended da board has since been replaced per the rse and the unit is still experiencing the same error. It was observed later that the flow sensor assembly did not need to be replaced because the analyzer required calibration, so the original flow sensor assembly was put back into the unit and that portion of the performance verification testing (pvt) is passing correctly now but still receiving the same watchdog error upon normal startup. The investigation on going.

Manufacturer narrative:
H11: b5 correction from 110b error code to error code 100b. H10: new information came through for the repair. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed that there is an error code 100b watchdog test failed message in the event log. Reviewed the event log and no other check vent or vent inop codes logged. Date and time stamps all look as expected. The customer removed and inspected the data acquisition (da) to motor controller (mc) cable, reinstalled ensuring good connection at the da printed circuit board assembly (pcba), then connecting to the mc pcba. Condition persists. The customer is going to reinstall the original flow sensor assembly. If issue persists, the customer will swap in a da pcba for troubleshooting, then the mc pcba if needed. The rse advised to call and request replacement flow sensor under 90 day parts warranty. Per gfe response, it was confirmed that the flow rate indicated by the analyzer was reading far higher than the specifications for the pvt would allow. It was concluded that the flow sensor assembly needed replacement. The flow sensor assembly was replaced, and the unit began displaying the error code 100b. The recommended daq board has since been replaced per the rse and the unit is still experiencing the same error. It was observed later that the flow sensor assembly did not need to be replaced because the analyzer required calibration, so the original flow sensor assembly was put back into the unit and that portion of the pvt is passing correctly now but still receiving the same watchdog error upon normal startup. Per gfe response, the bme reported he was advised the issue may be due to the failure of the power management (pm) printed circuit board assembly (pcba). The device was due a mandatory pm pcba replacement (fco66) so repair activity was halted until fco was completed. However, once the pm pcba was replaced, the issue persisted. The bme then replaced the central processing unit (cpu) printed circuit board assembly, which recommended per the v60 service manual, again, the issue persisted. The bme confirmed a flow sensor assembly replacement (recommended step 3) also did not resolve the issue. Per the manual, replacement of the motor control (mc) printed circuit board assembly (pcba) is next step in the troubleshooting process. The bme ordered mc pcba, the investigation is ongoing.

Manufacturer narrative:
The biomedical engineer customer replaced the motor controller board to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.